Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter removal difficulty and balloon detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a non bsc guide wire crossed the lesion, the 3.0mmx40mmx135cm sterling balloon catheter was advanced for predilation but was not able to cross the lesion. The device was pushed and pulled several times but was still unable to cross. When an attempt was done to remove the device, slight resistance was encountered. When the device was pulled with a slight force, the distal end of the balloon was detached and remained inside the patient. As the detached portion was unable to be removed with a snare, it was surgically removed. The procedure was not completed due to this event. There was no problem with the patient's condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: there was blood in inflation lumen. There were multiple shaft kinks throughout the catheter. There was a complete circumferential tear in the balloon material on the distal end of the balloon. The distal tip was damaged. The inner shaft and distal markerband were flattened. There inner shaft was scratched with a hole 2mm from the proximal edge of the distal markerband. The shaft and core wire were separated 2cm from the guidewire exit notch. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty and balloon detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a non bsc guide wire crossed the lesion, the 3.0mmx40mmx135cm sterling¿ balloon catheter was advanced for predilation but was not able to cross the lesion. The device was pushed and pulled several times but was still unable to cross. When an attempt was done to remove the device, slight resistance was encountered. When the device was pulled with a slight force, the distal end of the balloon was detached and remained inside the patient. As the detached portion was unable to be removed with a snare, it was surgically removed. The procedure was not completed due to this event. There was no problem with the patient's condition after the procedure.